Event description:
During the procedure, the palmaz genesis balloon burst at 6atms. The target lesion was located in the left common carotid artery (cca). The patient's thoracic aorta was with dissection, in order to keep the left common carotid and before deployment of a cook stent, the physician cut at the left common carotid and advanced the cordis palmaz genesis stent to the ostial of the left cca. However, when the physician deployed the palmaz genesis at 6atms, the balloon could not be inflated. The stent was deployed a little and it was suspected the balloon had burst. The physician tried to deflate the balloon but the balloon would not deflate fully. Fortunately the physician successfully withdrew the balloon from the patient (the stent was still in the patient) and used a boston 6x49mm balloon catheter to deploy the palmaz stent. The procedure was delayed for about five minutes. There was no patient injury. The physician first advanced the cordis stent via the left common carotid site but did not deploy the stent immediately. Then he advanced the cook company's stent via femoral artery to treat the thoracic aorta dissection. After he deployed the cook's stent, the physician started to deploy the cordis stent. However, it was found that the balloon could not be inflated properly. After the procedure, the physician tried to inflate the balloon outside the patient and found there was pin-hold damage on the balloon. As the cook stent has barbs, so the physician suspected that the balloon was damaged by the cook stent's barb. The lesion was not pre or post-dilated. The thoracic aorta dissection was due to the patient's disease and was not related to cordis product. The statement "the physician cut at the left common carotid" was clarified as the physician advanced the cordis stent via the left common carotid site. There were no kinks or damages noted prior to inserting the product into the patient.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was iohexol injection and the contrast to saline ratio was 1:1. An unknown indeflator was used and the same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon did not re-wrap properly. The balloon could not be inflated normally, only the proximal side and the distal side was inflated. When the physician deflated the balloon, it could not be properly re-wrapped. After the procedure, the physician tried to inflate the balloon outside the patient and found that the balloon had a pin-hole damage. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
The product was returned and the analysis was completed. The physician advanced the palmaz genesis stent to the left common carotid artery lesion site but did not deploy the stent. He then advanced a cook stent via the femoral artery to treat an existing thoracic aorta dissection. The thoracic aorta dissection was due to the patient's pre-existing disease. After he deployed the cook stent, the physician initiated deployment of the palmaz genesis stent. The stent partially deployed at 6 atmospheres but could not be fully inflated. It was thought that the balloon had burst. The physician tried to deflate the balloon but the balloon would not fully deflate. The physician successfully withdrew the balloon catheter from the patient and used another balloon catheter to deploy the palmaz stent. After the procedure, the physician tried to inflate the balloon outside of the patient and found there was a pin-hole noted on the balloon. As the cook stent has barbs, the physician suspected that the balloon was damaged by the cook stent's barb. One non sterile catheter opta pro 8.0mm x 39mm 135cm was received coiled inside a plastic bag. There were blood residues noted in the catheter. The balloon was not inflated. No other anomalies were observed in the catheter. An attempt to inflate the balloon was done per dp (B)(4), and during inflation it was noted the balloon leaking due to an axial burst approximated at 1.0 cm from the distal tip end. Sem analysis was performed in order to identify the cause and the balloon burst results showed that the balloon external surface exhibited evidence of abrasion and scratching near the tear edge. The balloon internal surface exhibited evidence of abrasion. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). The balloon burst reported by the customer was confirmed; however, the exact cause of the balloon burst failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process. Controls are in place to prevent defective balloons from leaving the facility (control reference e.g. Manufacturing work instruction (B)(4)). No corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and/or procedural factors and is not related to a product quality issue.